Manufacturer narrative:
The is the final report.

Event description:
A report was received that a pt was scheduled to undergo a pocket revision procedure. The pt was experiencing discomfort at the pocket site, and the ipg was moving toward the surface of the skin. The physician adjusted the pocket and does not suspect infection or erosion. The pt is reportedly doing well following procedure.